Event description:
It was reported that prior to a hand assisted hysterectomy procedure, the device was torn in the packaging. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Date sent: 2/19/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.